Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the legacy retractor band was broken. A field service engineer attempted a remote fix, but remote smart service (rss) was initially unavailable. After connecting, the customer was unable to assist remotely, so the engineer traveled to the facility. At the station, the engineer logged into the hardware test application (hta) and confirmed that drawer 4.1 was off the bus. The back panel was removed, and both drawers 4.1 and 4.2 were inspected. The broken retractor band in drawer 4.1 and the worn band in drawer 4.2 were replaced. The station was rebooted, and hta tests were performed successfully. The customer also tested the drawers and confirmed no further failures. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.